Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of low blood glucose. Customer's blood glucose level was 50 mg/dl. Customer has treated her low blood glucose with food. The customer was advised to monitor the pump and suggested to call hcp' to discuss causes of low blood glucose. Nothing will be returned for analysis.